Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
Affiliate reported that the patient began exhibiting symptoms of current condition 5 days ago, being characterized by abdominal distension. Image studies of the abdomen were undertaken using ultrasound. A pseudocyst formation in the abdomen was identified in this study. A sample of cerebrospinal fluid was taken through a puncture or the valve reservoir for cytological and bacterial culture analysis. Cytological results of the cerebrospinal fluid has been received, and it revealed hyper-cellularity plus hyper-proteinorrachia (high protein levels detected in the csf). As a result of these findings, it was decided to remove the shunting system and to place an external ventricle shunting plus antibiotic therapy (vancomycin and cefotaxima).